Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 4068-45 lead, implanted (B)(6) 2000.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was also reported that the right atrial (ra) lead exhibited high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.